Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure the patient had one resolute integrity implanted to the tibiofibular trifurcation as a treatment for inflow/outflow. Approximately 49 months post index procedure the patient has hospitalized due to vascular insufficiency of the left leg. The patient underwent left limb amputation 6 days later. Patient death occurred 15 days later.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.